Manufacturer narrative:
Combination product: yes. The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
Combination product: yes.

Event description:
Lead was originally implanted in the left bundle branch area but dislodged shortly after implant and is now resting in the rv apex. Impedance, sensing, and threshold trends now appear stable in unipolar, though a bipolar rv lead failure alert was generated on home monitoring. Intermittent noise/sensed short intervals are apparent from recordings and the short intervals trend. Lead remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.